Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was 587 mg/dl. The customer had symptoms such as nausea and treated with syringe. The customer declined to check for the presence of air bubbles or leaks. The customer also reported low reading of 45 mg/dl at 1am. The product was not returned for analysis.